Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during dwell 3 of 5. Treatment was canceled. When the cycler door was opened moisture was found. Availability of the sample set for evaluation is unknown but no sample has been made available at this time. Several follow-up attempts with the patient and the patient's peritoneal dialysis nurse were unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.

Event description:
During follow up, the patient reported there were no serious injuries, complications, and there were no signs of any infection. The patient's effluent remained clear. The patient's nurse was notified of the event. The patient was not prescribed any prophylactic medication. The set was discarded.